Event description:
During an in clinic follow up, decreased pacing impedance was noted on the right ventricular (rv) lead. Sub-clavicular crush was suspected and confirmed with x- ray imaging. The rv lead was capped and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that noise resulting in oversensing was observed on the rv lead. Provocative maneuvers were performed; the noise was reproduced.